Event description:
It was reported that patient postoperative had a heart rate of ~30 with concurrent hypertension. The patient reportedly remained admitted to the hospital and was undergoing cardiac workup. The device system was used to deliver infumorph. It was later reported the patient's care had been transferred from the implanting physician to a hospitalist and cardiologist. The health care provider and reporter were unable to provide an update as of (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was due to the patient¿s cardiac medications and was not due to the pump or catheter. As a result, the patient¿s cardiac medications were adjusted. The patient had symptoms including changes in their blood pressure with bradycardia at night. It was reported the patient did not require hospitalization due to the event. The patient was ¿being observed¿ for possible urinary retention. The outcome to the patient was no injury.